Manufacturer narrative:
Product analysis #(B)(4): the device had raised and deformed stent struts on the 16th,17th, 21st and 22nd distal stent segments. (B)(4).

Event description:
The physician intended to use a resolute integrity stent to treat a type c lesion exhibiting severe calcification and severe vessel tortuosity. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep performed with no issues identified. Resistance was encountered advancing the device and it would not cross. On removal the stent was observed to be damaged. Physician was able to cross the lesion with another resolute integrity of the same size. No patient injury reported.